Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall.

Event description:
It was reported that a male patient, who had a left knee replacement that was revised previously, underwent a revision procedure. The patient presented with knee pain. All components were removed and replaced with a competitor¿s full revision knee as part of the tga recall. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return as they were disposed of by the hospital. No device images were available. No further information. This is 1 of 2 reports.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6), 02-012-51-4011 - log. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.